Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a commanded test performed and during it, it exhibited high out of range shock impedance measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored measurements as well as programming options. This device remains in service. No adverse patient effects were reported.